Event description:
It was reported that during a right-side atrial flutter procedure, a patient had a burn at the site of the indifferent electrode. The size and degree of burn were unknown. There were multiple attempts to request further confirmation details of the event, if medical intervention was required, causality of adverse event, type and size of patient return electrode used, the patient's updated health status, etc. No additional information has been provided.

Manufacturer narrative:
Concomitant bwi products used during the procedure: carto 3 system, model #: m-4800-01, serial #: (B)(4). Stockert rf generator. Model #: m-5463-01. Serial #: (B)(4). Ez steer navigational ds catheter (device was discarded by the customer/ not returned for investigation). Model #: d-1260-05-s, lot #: unknown. Regarding the biosense webster systems, the customer was contacted by bwi field service engineer. The hospital ep lab staff advised that this issue was not related to bwi systems. The customer declined system service. (B)(4).

Manufacturer narrative:
It was reported that during a right-side atrial flutter procedure, a patient had a burn at the site of the indifferent electrode (on the right side of the lower back). Additional information provided later on stated that the causality appeared to be a "bubble" or poor contact between the indifferent electrode and patient's skin. The size and degree of burn remain unknown. The stockert generator was set to power/wattage of 70w. The type of the indifferent electrode used during the case was valley lab: (B)(4) (single patch), which is a recommended type and size to be used with the stockert generator under the 70w power setting. (B)(4). The customer was contacted by biosense webster field service engineer regarding this event. The hospital ep lab staff advised that this issue was not related to any bwi equipment. The customer declined system service. The device history record review for stockert generator serial number (B)(4) showed that no manufacturing or test failure was noted during the manufacturing cycle related to functionality of the device. The device met all requirements prior to distribution.